Event description:
Patient reported on questionnaire being "diagnosed with a connective tissue disease or disorder", "rheumatoid arthritis." The file has been explanted. This file is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufactucturing.

Manufacturer narrative:
The event of rheumatoid arthritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported on questionnaire being "diagnosed with a connective tissue disease or disorder", "rheumatoid arthritis." The file has been explanted. This file is for the right side.